Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll korea for evaluation. The customer's reported problem was duplicated and attributed to a faulty digital board. Therefore, the digital board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.